Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implanted system exhibited two high out of range, shock impedance measurement. The data was confirmed by technical services (ts) and noted to have occurred one week apart however, at essentially the same time of day. Ts guidance was to inquire with the patient of activity they may have been doing during this time, so as to identify a possible external source. No noise has been observed on the shock channel and all shock impedance measurements are stable and in range. There have been no system changes to date, this device remains implanted and in service.